Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on june 2nd 2016 stating that they were experiencing ongoing nerve-like burning pain under their left arm, across their shoulder blades, and left arm. This started after their implant in (B)(6) 2016 and had not went away, noting that it felt like spreading of their reflex sympathetic dystrophy (rsd). They also stated that their battery site swelled off and on. There were no known contributing factors. The stimulator had been reprogrammed, but was not helping the noted pain. The patient was started on medication for nerve pain and was seeing their pain management doctor that day for further follow up. The issue was not resolved at that time, and there were no surgical interventions conducted or planned at that time. Additional information was received from the rep on june 3rd 2016 stating that it was not resolved as of the day prior. They did not know what treatment the pain office was going with for the pain at that time. The patient was to monitor the swelling and let their surgeon know if it persisted, as no swelling was visibly noted at the appointment the previous day. The indications for use were non-malignant pain, failed back surgery syndrome, and rsd/causalgia-complex regional pain syndrome. Manufacturer representative reported the patient had the stimulator explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.